Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Implant date: unknown; reported as approximately 6 weeks before explant on (B)(6) 2015. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was a revision of right distal tibia de-rotation osteotomy for a non-union and broken screws in the plate. Variable angle-locking compression plate (va-lcp) distal medial tibia plate was inserted approximately six (6) weeks ago for a de-rotational osteotomy of right distal tibia. Multiple 2.7 va-locking and 3.5 locking screws that were used to fix the plate to the bone had broken and osteotomy site had not united. They were unable to remove four (4) of the 2.7 va locking broken screw shafts from the distal tibia. The surgeon commented he suspected the patient had a low grade infection (this was not confirmed) and that they did not follow post-operative protocol (i.e. Increased weight bearing / activity levels too quickly) which could have caused the screws to break. The patient was revised to lcp distal medial tibia plate on (B)(6) 2015. The four (4) 2.7 va locking screw shafts that could not be removed were buried under the cortex, were well fixed and not protruding. The surgeon is not concerned about this being a problem for the patient. The patient was non-weight-bearing post operatively. This is report 2 of 3 for (B)(4).